Manufacturer narrative:
No product was returned for inspection. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed. An x-ray was provided by the customer. The x-ray showed that the collar of the implant had fractured. The alleged complaint is confirmed. A root cause cannot be determined.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient's age not provided/unknown. Patient's weight not provided/unknown. Event date not provided/unknown. Device catalog number and lot number not provided/unknown. Reporter's last name not provided/unknown.

Event description:
It was reported that an unknown biomet implant fractured. The device remains implanted. Tooth location 15.